Event description:
Additional information was received. Impedance tests were done and were normal. It was reported that "no malfunctions occurred." An x-ray was taken at the emergency room and showed that one of the leads moved up to l4-l5. A lead revision was done on (B)(6) 2012. It was noted that the procedure "went well" and the leads were repositioned. The patient was recovering. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that on (B)(6) 2012 at 1:00 pm, the patient the patient's implantable neurostimulator (ins) was reprogrammed for stimulation to the hand. The ins was then turned off. The patient then experienced ''heavy pain'' in the middle of the chest and severe chest pain. The patient was taken to the emergency room by paramedics. The patient was released from the hospital around 4:30 pm wi th no signs of EKG, bloodwork, or heart problems. It was speculated that the patient may have had a panic attack. The company representative contacted the patient around 9:30 last night and was reported as ''doing great.'' The patient stated that their physician was going to perform an x-ray to check lead position (too lateral or not). It was reported that both leads pinched (noted as mild) both sides of the patient's sides. It was also reported that there was ''nothing wrong'' with the patient's heart and patient was released from the hospital as previously mentioned. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3007566237-2012-01996.

Manufacturer narrative:
Concomitant ins system: (for thoracic pain) neurostimulator, model: unknown, serial unknown, implanted: (B)(6) 2012, explanted: na.